Event description:
A malfunction on the pump was reported. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. Technical support assisted the caller with resetting the pump using provided information. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact technical support should the issue happen again.